Event description:
In this case, it was reported that the aortic valve was explanted after an implant duration of approximately 8 months due to prosthetic valve endocarditis with cardiobacterium hominis endocarditis. Per the surgeon, there was no malfunction or deficiency of the edwards device. The op report indicates that the patient was found to have endocarditis of the prosthetic aortic valve with vegetations on the aortic valve leaflet. There was vegetation material on the aortic side of the valve. In addition, there was extensive vegetation material filling the entire orifice of the aortic valve from the ventricular side. It was noted that this patient had blood cultures positive for cardiobacterium hominis. This was felt to be related to a dental cleaning procedure. The device was explanted and replaced with a new edwards bioprosthetic valve. Tee revealed appropriate function of the aortic valve. There were no operative complications.

Manufacturer narrative:
(B)(4). Device not returned. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Unfortunately, the root cause of this event cannot be confirmed without the sample device. However, the op report documents that it was felt that the patient's infections was felt to be related to a dental cleaning procedure. The surgeon also noted that there was no malfunction or deficiency of the edwards device. No further actions are possible with the available information.